Event description:
It was reported that the patient was experiencing inadequate pain relief and pain at the ipg site. The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief and pain at the ipg site. The patient underwent an ipg explant procedure. Additional information was received that the patient was not implanted with a boston scientific device.